Event description:
This lead was explanted due to intermittent loss of capture and undersensing. The lead was repositioned several times and eventually it would not remain in place. Upon explanting the lead, the physician noted tissue around the helix. This lead was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation. The lead proved to be within specifications throughout its inspection. In summary, there was no sign of a material or manufacturing problem.